Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the sound from the device cuts off after 2 hours of use. The device has been explanted.

Manufacturer narrative:
Investigation results indicate a device failure caused by an intermittent electrical connection between a receiver coil wire and a demodulator feed-through pin. The problems described in the recipient report seem to be congruent with this finding. This is a final report.

Event description:
The user's hearing performance is affected. Since on (B)(6) 2017, the sound cuts off when the device is in use for more than two hours. The device was explanted on (B)(6) 2022.